Event description:
Customer reportedly rec'd results of 57 mg/dl and 99 mg/dl within 10 minutes on the advantage system. No low blood symptoms reported. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality control were used. Requested return of suspect device and replacement was sent.